Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred described as patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was the break in aseptic technique. On an unreported date, the patient began remedial treatment with tazomac (4.5 gm, IV, twice daily), vanconex-cp (1 gm, initially) and tobramycin (40 mg, ip, daily). The event of peritonitis was resolving. It was not reported if the event of break in aseptic technique had resolved. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the events of break in aseptic technique and peritonitis.